Event description:
Device issue: loose stent. Time of device issue: during the procedure. Adverse event: none. It was reported that this was a direct stenting procedure to treat the distal right coronary artery, which was mildly tortuous, moderately calcified and 90% stenosed. The xience v was advanced to the lesion; however, it would not cross. After the failure to advance attempt, the stent implant was noted to have moved proximal off the markers of the balloon due to the calcified vessel. The stent did not dislodge off of the balloon. The stent delivery system was carefully removed from the patient without any issue. Another xience v stent of the same size was successfully used to complete the procedure. Reportedly, the physician stretched the stent on purpose after use for the purpose of patient education. No additional information is provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.